Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having a blank screen display and the act and esc buttons were not responding. Customer's blood glucose was 207 mg/dl. Insulin pump would need ot be replaced.